Manufacturer narrative:
Additional information provided. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing that resulted in delivery of inappropriate shock therapy. Signals were noted on the right ventricular (rv) channel and was being picked up on the left ventricular (lv) channel initially and continued to be observed intermittently throughout the oversensing through to the shock delivery. Technical services recommended further testing. Additionally, the physician opted to not perform further testing. The patient had been scheduled for routine follow-up and will remain monitored via latitude home monitoring system. No additional adverse patient effects were reported. This rv lead remains in service. Additional information was provided on 27jan2021 that this rv lead was capped/deactivated. A new lead was implanted in the rv apex and the existing rv lead was positioned in the mid-septal region was abandoned and capped. No additional adverse patient effects were reported.